Event description:
It was reported the patient had recently experienced a seizure and a fever. The pump and catheter had been explanted one week after the replacement due to infection. The device was discarded. The pump was delivering baclofen. Outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# n502311001, serial# (B)(4), implanted:(B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).